Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection observed that a portion of the port had disconnected from the device. A lack of solvent was also noted. The reported condition was verified. The cause of the condition was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when attempting to pull the blue tab from the intravenous (IV) port of an intravia empty container, the top inner portion of the IV tubing port came off. This occurred before patient use. There was no patient involvement. No additional information is available.